Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ IV administration set cfn120 bp hs contained foreign matter described as "black stain on the spike". No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one sample was received by hanscent, lot number being 20180318. Hanscent noticed black stain on spike from visual inspection. Initial investigation: the foreign matter was confirmed to be spike injection scrap. There might be some lubricant oil from mold or machine maintenance left on the machine. It is assumed that the scrap generated during injection process fell onto the machine or mold, it might attach with lubricant oil and became black. Subsequently, the black scrap might drop onto the injected spike, the inspector checking the spike under light did not noticed this fall out. There¿s a similar (B)(4) with oil stain on the spike which was corrected by strengthening the machine and mold maintenance frequency since lot 20180410. Retention samples inspection. 6 IV set cfn120 retention products of lot 20180318 have been randomly sampled to check if any spike foreign matter issue, and nothing found. Device history record review including spike injection and parts assembling record, no abnormality was observed. Root cause: from investigations, the black stain on the spike was caused by the spike scrap with lubricant oil attached on the spike. When the spike was injected out, it might drop onto the inject ion machine and attach to the scrap. Subsequently, the inspector fail to notice this during inspection. Corrective actions: hanscent implemented the following actions from 30th sept: add a blowing installation on the assembling machine spike assembly process, which could blow away the foreign matter attached on the product. Retrain the assembly inspector to check the product thoroughly, segregate the nonconforming product if any foreign matter found. Preventive actions: hanscent will continue to monitor the parts assembly process and light inspect ion. Hanscent will monitor the maintenance record after the operators clean the lubricant oil after mold maintenance. If any lubricant oil or scrap found, the equipment operator shall clean it up. Hanscent will continue to monitor the machine operator cleaning of the machine every two hours to ensure no lubricant or foreign matter etc.

Event description:
It was reported that bd¿ IV administration set cfn120 bp hs contained foreign matter described as "black stain on the spike". No serious injury or medical intervention was reported.